Manufacturer narrative:
The pump was not returned to mmdg for evaluation. A DHR review was performed and found no issues during the original build. Because the pump was not returned mmdg was not able to investigate or confirm the complaint. This report will be updated if the pump is returned to mmdg.

Event description:
The initial reporter stated that the pump "looks like it running, but nothing comes out". The initial reporter also stated that this was all the information they had about the complaint. [(B)(4)].

Manufacturer narrative:
The pump was returned to mmdg for evaluation. A DHR review was performed and found no issues during the original build. When the pump was returned to mmdg for investigation it infused as expected. Mmdg could not replicate or confirm this complaint. During the investigation, the downstream sensor had failed, causing the no flow out alarm to fail. This will corrected during service of the pump.

Event description:
The initial reporter stated that the pump "looks like it running, but nothing comes out". The initial reporter also stated that this was all the information they had about the complaint. (B)(4).